Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported device incompatibility issue (failure to seal). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the circumflex. The 2.80x19mm graftmaster stent was successfully deployed however the perforation was not sealed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.